Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer will continue to use the current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.